Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to a pseudotumor. A v40 lfit head and 40f 0° liner were removed and replaced with an adm/mdm liner construct with a ceramic head and sleeve. There are no allegations against the revised liner. Rep confirmed that other than pictures and the revision sticker sheet, no further information will be released by the hospital or surgeon.